Event description:
It was reported a tsb35 was used during a video assisted thoracic surgery. It was reported by the affiliate the anvil dislodged. A new instrument was used to complete the case. There was no consequence to the pt.